Manufacturer narrative:
Date of event, corrected data: (B)(6) 2014. The event date was corrected to reflect the vns implant date as the patient started picking at the generator site after implant of the generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that the patient experienced vocal cord paralysis, affected by scar tissue due to infection. Patient had picked at both the neck and chest incisions, causing the infection to occur. Patient underwent vocal cord surgery and was reported to be better, but may undergo vocal cord surgery again.

Event description:
Additional information was received that the patient started picking at the generator site soon after the follow up appointment with the physician. The infection was first observed on the day of explant.

Event description:
It was reported that the patient developed an infection at generator site due to the patient picking and pulling on generator. It was reported that the plan was to explant only the device and treat the infection and then follow-up with the patient two months post explant. The patient underwent explant on (B)(6) 2014. Attempts to obtain additional relevant information have been unsuccessful to date.